Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the pneumatic module assembly (pim) after testing the iabp unit with another pim from a working iabp. The fse then performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), in an attempt to perform an autofill , the cardiosave intra-aortic balloon pump (iabp) unit would not autofill on the first try. Since the event occurred during a service repair, there was no patient involvement, and no adverse event was reported..